Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture confirmed by an ultrasound. The device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture confirmed by an ultrasound. The device was explanted and replaced with non-allergan brand.